Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room with high blood glucose of 325mg/dl. The customer experienced dehydration, vomiting, and his glucose level was like roller coaster. The caller mentioned that the ring in the reservoir compartment was missing. Troubleshooting was declined as caller stated that he will be more proactive in calling. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.